Event description:
It was reported that the patient presented in clinic with episodes of non-sustain rv oversensing (nsrvos). Review of the egm shows far p oversensing. The low frequency attenuation (lfa) filter was turned off. The patient was stable, no adverse health outcomes and patient will continue to be monitored.